Event description:
It was reported that the target lesion was in the mid left anterior descending artery (lad) with moderate tortuosity and heavy calcification. The xience v stent failed to cross the lesion after pre-dilatation with a balloon catheter. Intravascular ultrasound (ivus) was not used. Slight resistance was encountered during removal of the device. After retraction of the device, proximal stent strut flaring was noted. A xience prime 2.75 x 28 mm stent crossed and was placed successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: floppy ii. Inflation: abbott vascular. Rhv: abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and guiding catheter resistance were confirmed. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.